Event description:
The customer reported that the system was not fluoroing and the tech was a max. No pt injury was reported.

Manufacturer narrative:
The service rep checked the system over and found it intermittently working. Found system would stop fluoroing when hv cable assembly was moved. Checked and found broken video line near the c-portion of the hv cable assembly. Ordered new hv cable assembly. The rep removed and replaced hv cable assembly. Checked operation by performing multiple tasks on the c-arm. Everything is working as intended.